Event description:
It was reported that intermittent alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer changes the pump supplies every 3-4 days. Customer¿s blood glucose level was 212 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.